Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service. Amo's clinical development manager had a discussion with the customer and it was discovered the culprit was their autoclave which has been serviced. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Physician reported three patients with diffuse lamellar keratitis (dlk) at day one post op. Patient had stage 2+ dlk. All have recovered with no surgical intervention. They all were treated with steroid eye drops and oral steroids. No patient injury and no loss of best corrected visual acuity (bcva). Another surgeon has noticed some dlk cases. Surgeon does not see it on all patients.